Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed "downstream occlusion, reattach cassette" (error in red). The continuous infusion rate had been set at 2.1 ml/hr. The total reservoir volume had been noted as 100 ml prior to starting the pump on (B)(6) 2025, and, upon assessment in the clinic on (B)(6) 2025, 55 ml had remained. In the clinic, the pump had been changed and reprogrammed to deliver the remaining volume of 55 ml. The length of the infusion had lasted two days. The patient had not been medically affected.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D3: mfg. Establishment name updated. D9: device received on 6/3/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a defective downstream occlusion (dso) sensor as well as a lifting dso seal. The customer's problem was replicated, and the cause of the problem was the defective dso sensor. The dso sensor and seal were replaced to fix the issue.